Event description:
Acct reports that the "set gets disconnected". Clarification states that the set disconnects from the pt's IV catheter. There was no pt injury. No sample available. No further info available.